Event description:
The patient was implanted with a left ventricular assist device (lvad). The biomed reported that the system controller did not work during implant and would not run the pump.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.